Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm. The patient's vasopressors were increased and epinephrine was given. The patient was rapidly infused with albumin. The patient's blood pressure was initially minimally responsive to fluids. Their mediastinal drains were stripped and a bedside echocardiogram (echo) was performed that revealed slightly enlarged pericardial effusion. The patient's drains began putting out large amounts of sanguineous drainage/blood. The patient's heparin was paused and inotropes were increased. The pump flow and hemodynamics then improved. Vasopressors were decreased over time. A second event occurred with increased bleeding and output from the chest tubes. The doctor believed the second event occurred due to hypovolemia rather than tamponade. More epinephrine and albumin were given and two units of packed red blood cells (prbcs) were administered. The patient protected their airway and mentation throughout the entire course. The patient was stable and the adverse event resolved the same day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10apr2022. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provided information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.